Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results were generated for a patient while using the architect c4000 analyzer.. The customer stated on (B)(6) 2019, sid (B)(6) generated a result of 0.77 mmol/l (patient range 0.70-0.94 mmol/l). The patient generated retest results of 0.54, 0.54, and 0.53 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
During troubleshooting of the issue, it was noted that the customer had cleaned the c4/c8 reagent probe rohs and the aero c8k mixer, which resolved the issue. There have been no further discrepant results since the parts were cleaned on the architect (B)(4). A service history review for the (B)(4) identified no contributing factors to the current complaint. Manufacturers documentation was reviewed and was noted to provide adequate information in troubleshooting and maintenance concerning erratic/discrepant results, which includes troubleshooting and cleaning of the c4/c8 rgt pr rohs and aero c8k mixer. Tracking and trending for similar complaints identified no adverse trends of the c4/c8 rgt pr rohs and aero c8k mixer with regards to discrepant patient results. A review of c4000 tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends associated with the discrepant result issue. The c4000 erratic result rate is within acceptable limits with no adverse trends identified. Based on the investigation, no product deficiency or systemic issues were identified for the c4/c8 reagent probe rohs (01g47-04) and aero c8k mixer or the architect c4000 analyzer.